Event description:
It was reported that the customer had high blood glucose levels of 421 mg/dl. The customer treated with the insulin pump. The mother of the customer reported that the insulin pump alarmed meter bg now. The mother of the customer also reported that the sensor status showed that the sensor calibration was past due. The mother of the customer could not calibrate as the insulin pump would not accept blood glucose reading above 400 mg/dl. The customer was advised to wait until the blood glucose normalizes before calibrating. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).